Event description:
Catheters from this lot were being utilized for diagnostic cardiology procedures when they kinked approx halfway down the shaft. There were no reported injuries to any of the pts involved.